Event description:
"Eri device and rn noted to have increased pacing impedance and increased pacing threshold. There is gradual pacing impedance rise along with gradual curvation of pacing threshold in a pacemaker dependent pt. Due to inadequate safety margin for pacing, new lead was implanted. Clinical picture is c/w bad tip fibrosis or mineral deposition on the electrodes."